Event description:
It was reported that during a low anterior resection, the staples did not form completely. Hand suturing was used to complete the case. Unk if there was any pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.